Event description:
A beckman coulter inc. (Bci) warehouse operator reported that coulter act 5 diff wbc lyse reagent was leaking when he picked it up. There was residual fluid visible on the outside of the container. The operator was wearing work clothes and gloves. There was no exposure to eyes, mouth, or open wounds. There was no report of death or injury associated with this event. No one sought medical attention.

Manufacturer narrative:
Msds was reviewed, and exposure control plan is in place. A clear root cause for this event has not been determined.